Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced hunger with presumed hypoglycemia and was involved in a motor vehicle accident. There was no cgm reading provided. The patient did not perform a finger stick blood glucose. There is no evidence of alleged sensor inaccuracy. She doesn't know whether she received device alerts from her pump or the dexcom app. Patient was hospitalized due to the incident. The patient stated they were hospitalized from (B)(6) 2022 through (B)(6) 2022 and then was transferred to a rehabilitation center. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.